Event description:
No additional information

Manufacturer narrative:
Pr 10633928 follow up MDR for device evaluation: two photos and one physical sample was provided to our quality team for investigation. Through visual inspection, embedded particles were observed with the syringe barrel. A device history review was performed for reported lot 2307004, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the same lot were used for additional evaluation. All products were inspected, no foreign material or embedded material was observed within any of the devices. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, the embedded material likely generated during the molding process and becoming injected into the syringe mold, as seen in the sample provided. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
We hereby report a quality defect in a bd plastipak 30 ml syringe. The inside of the syringe is covered with a black substance. This only affects the back of the syringe, not the scaling side. The defect was already present inside the syringe before the plunger was moved. So far, one syringe with lot 2307004 is affected. We noticed the defect before use, so no damage was caused.